Event description:
The customer reported that the left monitor was black. This would result in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
The customer called back indicating the system was operating as intended. The customer canceled the service call.